Manufacturer narrative:
Apparent allergic reaction to hema in desensitizer. Doctor's office was advised to instruct pt to stop use of desensitizer indefinitely. Pt was advised to stop use of kor whitening and desensitizer indefinitely.

Event description:
Pt emailed with the following: "when I first brought the product home and used it for the first 2 evenings, I noticed that I woke up with some irritation and even swelling of my gums and lips. I alerted my dentist and he said that I was probably not getting a good fit with the trays; I should have my teeth cleaned and then try again to ensure a better fit. I did have my teeth cleaned and new trays were made for my mouth. This past monday, (B)(6), I visited my dental office to pick up my new trays and start the process over. I woke up tuesday morning after not having used the kor system in a couple of months. I again woke up with irritation and swelling in my mouth and on my lips. I wondered if I had just used too much of the gel, so I decided to use a little less the next night. Unfortunately, I woke up to severe swelling of my lips and mouth, accompanied by terrible itching. At this point, I was totally convinced that I had in fact, experienced a legitimate allergic reaction."